Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with cracked case at all display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the customer had cosmetic damage on their insulin pump. Customer reported scratches on their battery compartment and screen. The customer stated they may have bumped their insulin pump. Customer also reported experiencing high blood glucose between 200 mg/dl and 400 mg/dl. The customer's blood glucose was unknown at the time of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.